Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. No adverse patient effects were reported. Currently this lead remains in service.